Event description:
The customer reported that the image disappeared suddenly after moving the cable of the subject device. The issue was noticed while preparing the device for an unspecified procedure. The intended procedure was completed using a similar device, without delay to the procedure. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the cable was damaged, causing the image to disappear. In addition, a leak was observed, and after warming up the camera head, two pixels were discovered to be in tolerance. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 15 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the cause of the phenomenon was a break on the cable. Contact failure occurred because of the damaged cable, resulting in communication failure between the processor and the scope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.